Event description:
End user alleged her husband was using unit, the leg was bending under the patient was falling. The wife was able to rescue him with no injury. The chair has a stress fracture on the right side. Provider made her pay for replacement, even though chair is within warranty according to lot number.